Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2016, a reintervention was scheduled for the submuscular repositioning of the ICD because of a decubitus threat and a potential infection. Before the intervention procedure, the ICD was interrogated in order to program the therapy off, warnings messages for reset and excessive charge time that occured on (B)(6) 2015 were displayed. The proper electrical measurement test of the leads were then performed and the values were normal, but when a new charge time test was selected, it took about 2 minutes and the message of failed test was displayed. As charge time test and integrity of the capacitors was not able to be checked, it was decided to explant the subject ICD that will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2016, a reintervention was scheduled for the submuscular repositioning of the ICD because of a decubitus threat and a potential infection. Before the intervention procedure, the ICD was interrogated in order to program the therapy off, warnings messages for reset and excessive charge time that occured on (B)(6) 2015 were displayed. The proper electrical measurement test of the leads were then performed and the values were normal, but when a new charge time test was selected, it took about 2 minutes and the message of "failed test" was displayed. As charge time test and integrity of the capacitors was not able to be checked, it was decided to explant the subject ICD that will be returned for analysis.